Event description:
It was reported that the device had base hardware failure. Motor error. The event occurred during testing. There was no reported patient involvement. Following a review of the investigation results, the travel course error was found to be on event log. This is high priority which cause interruption of therapy while in use. The file is being reported based on the investigation findings.

Manufacturer narrative:
One device was returned for analysis of complaint of base hardware failure. Review of event log found travel coarse error, which is a high priority which cause interruption of therapy while in use. There was no recent applicable service history. Visual and functional testing was performed. Confirmed complaint, base hardware failure occurs on power up and multiple logs for motor rate error were found in alarm history. Investigation also found corrosion on the interconnect circuit board from fluid ingress. The drivetrain components were found to be worn causing the motor rate error. Following repair, device passed all functional testing.